Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that when she is changing the battery, it takes some time to turn it on. Customer tried several batteries last night and decided to wait and keep the battery in the pump. Customer stated that the pump turned on within 5 minutes. Customer stated that she will call back to troubleshoot the issue.